Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, high out of range, high capture threshold was observed on the right ventricular lead. Failure to capture was observed due to device programming. Low pacing lead impedance was also noted. Patient was asymptomatic. Programming changes were made during the interrogation. Patient was in stable condition.